Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken part remains in the root canal at this time. The outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received: broken part was removed and tooth filled without broken part and treatment completed. Since the broken parts were easily retrieved and no injury resulted, so exemption # e2005009 applies and this event is not reportable.